Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label missing, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump ring had come off. Customer blood glucose reading was 11.2 mmol/l. Troubleshoot was performed. The location of the ring damage was from the top of the reservoir compartment. Insulin pump will be returning for analysis.